Manufacturer narrative:
B5 - per updated information, the patient is 'asymptomatic'. The bcva was recorded as 20/20 with a vault of 801 um. The surgeon has decided not to replace the lens. The lens remains implanted. Claim# : (B)(4).

Manufacturer narrative:
Result code 114 not applicable in initial MDR. Result code 213 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on 20/jun/2019. Pigment dispersion, glare/haloes, and excessive vault were observed. Lens remains implanted. Per reporter, on patients (B)(6) 2019 visit, "bcva was 20/20, vault 867, iop 17 mmhg, and status of the eye pigment dispersion. I would like to exchange the icl." Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.